Event description:
Intermittent loss of capture and diaphragmatic stimulation was noted on (B)(6) 2012 visit. The pulse width was increased to provide adequate safety margin. On (B)(6) 2012, patient indicated she didn't want the lv adjusted and would notify the clinic of loss of lv capture. On (B)(6) 2013, the lv lead was disabled and crt abandoned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.